Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2013; a2dr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post implant, the atrial lead was noted to have low p-waves and far field r-wave oversensing. The right ventricular lead was also noted to have low r-waves. The leads remain in use. No patient complications have been reported as a result of this event.